Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler set leaked. The patient was not connected at the time of the event. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.